Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a signal artifact monitor (sam) episode, as a result, the minute ventilation (mv) sensor was deactivated. Technical services (ts) recommended further review. No adverse patient effects were reported. This device remains in service.